Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, error test, rewind, basic occlusion test and displacement test. No compromised force sensor system alarms were noted. However, the pump was unable to prime unit during prime test due to faulty force sensor system. The drive support disk was inspected and no anomaly was noted. The pump was received with broken reservoir tube lip and battery tube threads. The pump was received missing o-ring, corroded battery tube and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 174 mg/dl. The customer stated that there was a piece missing from the pump. The customer stated that the pump gets dropped from time to time. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.